Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced increased pain. The patient scheduled an appointment to meet with a manufacturer representative. It was reported that the manufacturer representative was unable to interrogate the battery with an 8840 or the patient programmer. The patient did not bring her recharger, but reported having charged the system the previous night to 3/4 capacity. The battery was lying strangely in the patient's skin, almost as if it were sideways. The patient was going to try and charge again and call the manufacturer representative with the results. The patient also reported pain around the battery site and that certain movements causing a "sharp pain up to her mid-back." It was later reported that the patient was not able to recharge. She wanted the generator replaced, but had not received an appointment date.

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found no significant anomaly. The battery had reduced capacity due to overdischarge.

Event description:
Additional information received reported that the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3550-39, product type: accessory. Product ID 3550-39, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient had not charged in quite some time, had not used it, and wanted it all explanted. It was noted that it would take place on (B)(6) 2014. It was further reported that the implantable neurostimulator, lead, and extensions were explanted on (B)(6) 2014. The reporter noted that the patient had lost weight and that the battery was uncomfortable and bothered her. The patient recovered without sequela and there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.